Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, device backup bvvi was observed. The device was noted to be at eri on (B)(6) 2017. Patient was asymptomatic. The device was explanted and replaced. Patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device voltage was at below end-of-life when received. Device output was not available, consistent with low battery voltage condition. Longevity calculation indicated the device was implanted beyond its projected longevity. The device was cut open and connected to an external power source for further testing. Electrical and mechanical tests performed indicated normal device characteristic. Test results showed the backup mode found in the field was consistent with low battery voltage fluctuation. The device was implanted for 7.27 years, which exceeds its projected longevity and is consistent with normal battery depletion.